Event description:
It was reported that during initialization prior to the case, the control module received error l3-021. A second probe, tubing set, vaccum canister and vaccum elbow was tried with no success. The case was then aborted.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vso, dc motor adaptor, interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.